Event description:
It was reported that there was a kink in the proximal segment of the catheter. And that a flipped pump was suspected but not confirmed. A revision was being scheduled. Patient symptoms included under-dose symptoms. The pump system was delivering morphine. The patient's status at the time of report was "alive- no injury." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was revised with a new spinal and pump segment. Before the procedure the patient experienced an increase in their pain pattern. The flipped pump was confirmed during the procedure. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).